Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/26/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and rttloss was observed. An internal visual inspection was performed and passed. Hardware inspection was performed and failed due to a defective battery. Confirmation of the complaint was confirmed. The probable cause was a defective receiver battery.